Manufacturer narrative:
Method: risk assesment. Result: the customer reported event was confirmed via correspondence with the stryker representative. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the root cause could not be determined, as the device was not returned and insufficient information was received to determine a plausible root cause.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery for spinal canal stenosis. After the surgery, the surgeon confirmed x-ray and found that pjk and t11 screws were loosening. The surgeon was planning revision surgery on (B)(6) 2016. However, numbness occurred to the patient, so he underwent an urgent operation in (B)(6) 2016. The surgeon changed all screws of t11-l4. And added fixed t4-l4. T4-t9 was dish.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery for spinal canal stenosis. After the surgery, the surgeon confirmed x-ray and found that pjk and t11 screws were loosening. The surgeon was planning revision surgery on (B)(6) 2016. However, numbness occurred to the patient, so he underwent an urgent operation in (B)(6) 2016. The surgeon changed all screws of t11-l4. And added fixed t4-l4. T4-t9 was dish.